Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was in the same room as an MRI treatment room but the MRI machine was not on. The insulin pump alarmed with a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and error 70 alarms at the history file due to motor encoder signal out of phase. Unable to perform fictional test including a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube and minor scratched lcd window.